Event description:
It was reported that the anesthesia workstation failed to deliver tidal volumes to the patient. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The machine passed the system checkout before and after the case and no technical alarms were noted. No parts were mentioned as replaced and no similar issues have been reported after this event. The evaluated log shows that the airway pressure increased at the time of the event and the volume decreased. The ventilation mode was prvc (pressure regulated volume control). The maximum available airway pressure level is 5 cm h2o below the preset upper pressure limit. If the pressure reaches this limit, the system will deliver as much volume as possible with this pressure. This will also trigger the alarm 'regulation pressure limited'. An increased pressure in prvc if the pressure reaches this limit will lead to a lower volume than set and the alarm regulation pressure limited will be generated. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).